Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a broken u link. The field service engineer replaced plunger to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system drawer latch was broken and prevented the user from accessing drawer. The customer stated that this malfunction affected the patient care workflow. However, there were no adverse events or injuries reported based on this event.